Event description:
Screw head broke off when being inserted in the plate.

Manufacturer narrative:
Potential root causes for screw breakages are referred to the mentioned risk analysis: predrilled hole not deep enough. System provides a depth measuring gauge. IFU contains a reference responsibility for adequate training and the experience in the choice and placement of implants rests by the surgeon. Drill diameter > core diameter of specific screw. IFU contains a reference about over and final tightening. For variax dr: IFU contains a reference of using a tap or cortical drill bit for hard bone. Due to interference to other implants (hit another implant). Pre-shaped plates to safe and proper screw placement. Polyaxial screw placement for lockings plates. Screw breakage because of using too large screw driver (blade and handle). Screwdriver blade color coded. Only one sized screwdriver handle in system.